Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their pump. They confirmed that their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support instructed the customer to clean the pneumatic tap area and guided them through the process of loading a new cartridge. Although reloading the same cartridge did not resolve the issue, using a second cartridge successfully resolved the problem, and the customer was able to continue their insulin therapy.